Event description:
The user facility reported that during a procedure, an ultrasonic balloon would not deflate when the endoscope was inside the patient. A biopsy forcep (model unknown) was used to pop the balloon in order to withdraw the endoscope from the patient. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The report of not deflating the balloon could not be duplicated. Upon cleaning the instrument channel with a cleaning brush, debris were found. Following the cleaning, the deflation time was reduced by approximately half. The channel appeared to have been insufficiently cleaned, which resulted in reduced vacuum. This report is being filed as an MDR as an abundance of caution.